Manufacturer narrative:
Investigation summary: nine 5ml syringes (lot # 8092543, p/n 301028) and one photo were received at bd and were evaluated for the reported issues (jammed stopper, flange damaged, package damaged). Eight syringes revealed misaligned stopper. One syringe revealed damaged flange. Photo was also evaluated and defect appeared to be resulted from shipping and handling damage. Complaint history check was performed on the reported lot for all three issues and this is the 1st complaint reported. DHR review for batch 8092543 (p/n 301028): manufacturing dates: 04/29/2018 to 04/30/2018. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A barrel jam was recorded. Batch 8092543 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Device history record review printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A barrel jam was recorded. Batch 8092543 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause for the jammed stopper is a misaligned stopper to barrel assembly. Corrective actions were taken during assembly of the lot. Root cause of the damaged flange are a misaligned air jet kickoff and a malfunctioning valve for air jet kickoff. Corrective actions for the damaged flange are scheduled for 26aug2018. Root cause for package damage is shipping/handling. No corrective actions since the defect could not be confirmed to have occurred at the manufacturing plant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during an incoming inspection batch of bd¿ non-sterile bulk pack 5ml slip tip syringes were found with a mis-formed seal. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an incoming inspection batch of bd¿ non-sterile bulk pack 5ml slip tip syringes were found with a mis-formed seal. There was no report of exposure, injury or medical intervention.